Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver ablation, the antenna had temperature error when they tried to use it. They reset the generator and restarted but error persisted. Another antenna was used to complete the procedure. The patient was dismissed from hospital on (B)(6) 2020. They went to the ER (emergency room) on (B)(6) 2020 with abdominal pain and subcutaneous hematoma but no active bleeding was shown on CT (computed tomography) and was dismissed from emergency room on (B)(6) 2020. No further information available.